Event description:
On (B) (6) 2010, a company representative reported that the patient reported that "last week sometime" she began receiving e4 (occlusion) errors on her insulin infusion device and she had a blood glucose reading of 596 mg/dl. Her normal range is 160-180 mg/dl. She stated, she was not feeling well and she treated her reading by delivering insulin via bolus and injection. She said it took about 8 hours or so for her readings to return to her normal range. She stated, she is currently off of her infusion device as advised by her doctor. She said she has tried changing her headset and tubing and turning her device on and off but continues to receive occlusions. She changes her headset every 3 days and if she does not, she receives an occlusion. The tubing is changed every 6 days and she doesn't remember when she changed the adapter. She reuses cartridges sometimes. She no longer has the infusion sets at issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.